Manufacturer narrative:
Date sent to the FDA: 12/29/2020. Additional information: d4 ¿ the actual device product code and batch number associated with this event is not known. The following possible product codes and batch numbers: possible product codes: sxpp1a445 and sxpp1a400 possible batch numbers: pmu080 and ppmbqt h6 component code: g07002 ¿ device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/29/2020 corrected b5 narrative: it was reported that a patient underwent a prostatectomy on (B)(6) 2020 and a barbed suture was used. During the procedure, the tab broke off. Surgery was not delayed due to the reported event. The procedure was completed successfully. There were no adverse patient consequences reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc (B)(4). Date sent to the FDA: 12/28/2020 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2020 and a barbed suture was used. During the procedure, the tab broke off. Surgery was not delayed due to the reported event. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/1/2021. Additional information: d4, h4 ¿ the actual device product code and batch number associated with this event is not known. The following possible product codes and batch numbers: product code sxpp1a400, lot ppmbqt, exp. Date -11/30/2021, mfg. Date -12/04/2019. Product code sxpp1a445, lot pmu080, exp. Date -10/31/2021, mfg. Date -11/21/2019. A manufacturing record evaluation was performed for the possible finished device lot number ppmbqt, and no non-conformances related to the reported complaint condition were identified a manufacturing record evaluation was performed for the possible finished device lot number pmu080, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.